Event description:
Neck fracture of the stem.

Manufacturer narrative:
This report is being sent to update the manufacturer report filed, it was previously reported in error. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.